Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/body fluid around the helix and past the neck region and a puncture in the outer insulation by the terminal boot. The tissue at the base of the helix likely prohibited helix retraction. Then ultimately helix mechanism was stretched during the extraction. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems and lead passed electrical testing.

Event description:
It was reported that during a routine follow-up the patient exhibited high pacing threshold. The physician elected to replace the right ventricle (rv) lead, however, the helix was unable to retract. A new rv lead was successfully implanted and thresholds in a normal range. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a routine follow-up the patient exhibited high pacing threshold. The physician elected to replace the right ventricle (rv) lead, however, the helix was unable to retract. A new rv lead was successfully implanted and thresholds in a normal range. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.